Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 490 mg/dl. The customer states the insulin pump would not bolus and the customer had to stay at the hospital. The customer was able to turn bolus wizard back on. The product will not returned for analysis.